Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds, high impedance, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rising impedance from approximately 400 ohms in (B)(6) 2012 up to over 1000 ohms by (B)(6) 2013 and rising thresholds.